Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The peg tube is still in use, therefore, sample evaluation is not applicable. If any further relevant information is identified, a supplemental medwatch report will be filed.

Event description:
The abbvie peg tube was placed on the patient on (B)(6) 2015. On (B)(6) 2015, the duoconnect nurse educator became aware of an event from a patient in the us and on (B)(6) 2015 communicated the event to the abbvie complaints group. Multiple complaints were initiated due to this event. The patient's significant other called the nurse educator to report that the patient was shaking and the area where the tubing connection was red, painful and infected. The nurse communicated to abbvie that the patient had a stoma site infection, stoma site pain and stoma site exudate. The nurse also stated that the external clamp was open, but the neurologist fixed it. The nurse and patient's neurologist both stated that the patient was started on oral keflex (antibiotics) on (B)(6) 2015 to treat the stoma site infection.